Event description:
It was reported that the luer lock connector of a small volume intermate was cracked. This was noted at the end of infusion of an unknown antibiotic, when the patient intended to disconnect from the device. There was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured from september 22, 2014 ¿ september 25, 2014. The device was received for evaluation along with a non-baxter luer connector. Visual inspection found that the distal luer lock was cracked. The tip of the distal luer lock was found stuck inside of the non-baxter luer connector. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.